Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was received: where was the needle grasped prior to the needle breakage (ie. Swage, central portion of needle): about 2/3 of the needle; what was used to grasp the needle: needle holder; was the procedure completed successfully, and how: yes, changed another one to complete; what tissue structure is the needle located: inferior vena cava; how is the patient today: discharged and not additional info; are any unused actual or representative samples available to be returned for evaluation: no; was the needle fragment seen on x-ray: it could not find the broken needle piece even with the help of x-ray. So where the needle piece is not confirmed.

Event description:
It was reported that a patient underwent a mitral valve replacement procedure on (B)(6) 2016 and suture was used on the inferior vena cava. During the suturing process, the needle broke at the location near to the needle tail. Approximately four fifths of the needle, around 10mm, fell into the patient. An x-ray was done to look for the broken needle piece for approximately ten minutes but it was unsuccessful. To reduce the patient's anesthesia time, the surgeon didn¿t keep looking. The surgeon could not confirm where the broken needle piece was. Another like device was used to complete the procedure. Due to the patient being elderly, to avoid an unexpected situation, the patient had prolonged hospitalization time of about three days, among them ICU observation was prolonged two days. Currently, the patient is discharged.